Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 04-feb-2018 arjo received a customer complaint involving enterprise 5000x bed, which occurred in hospital (B)(6) in france. It was reported that when the patient would like to lower the backrest by activating the down-function, this component was going up instead of going down. No injury nor other medical consequences were reported. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to conduct the bed's inspection with regards to the alleged issue. During bed's evaluation, the technician was not able to confirm reported malfunction, claimed failure could not be recreated. All bed's functions were working as per manufacturer's specification. Despite the fact that a fault in any of the components has not been confirmed, the technician decided to replace the handset and control box preventively. It needs to be emphasized that the enterprise 5000x bed (serial number: (B)(6)) was checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. Although no injuries were reported in relation to the circumstances presented, the complaint was decided to be reportable due to the allegation regarding unintended movement occurrence. Enterprise 5000x bed was being use by the patient when the malfunction was observed and played a role in the reported malfunction. Upon the conducted investigation and bed inspection done by the arjo representative, the exact cause of unintended movement occurrence could not be determined. The reported malfunction could not be recreated. The backrest section of the bed was reported to move in the different direction that the recommended one and from that perspective, the enterprise 5000x bed did not meet its performance specification.

Event description:
On (B)(6) 2018 arjo received a customer complaint involving enterprise 5000x bed, which occurred in hospital center (B)(6). It was reported that when the patient would like to lower the backrest by activating the down-function, this component was going up instead of going down. No injury nor other medical consequences were reported.